Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump did not get alert when she was out of insulin. Customer cannot recall their blood glucose reading. Troubleshooting was not performed. Insulin pump will be returning for analysis.